Event description:
Consumer's daughter reported that her mother was in the shower and the bath chair broke. States that the product is bent and broken. No medical attention was sought.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 96-2 serial number/date code unknown and age of device is unknown. The owner's manual part number 1145752 rev. B (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.